Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between january 6-7, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was identified from the solution filled bag, into an outer pouch. Functional testing of sample was performed, and leak was identified on the lower right-side corner of the sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.